Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and was stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. In addition, the crimp sleeve on the is-1 terminal end had moved. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the crimp sleeve to move and the inner conductor coil to break.

Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was noted that the helix would not properly extend after the lead was placed. The helix mechanism was rotated one turn per second and the physician applied 30 turns; however, the helix was still not extending correctly as observed under x-ray. Measurements were taken on the ra lead with a pacing system analyzer (psa) and the pacing impedance measurements were above 4,000 ohms. This ra lead was extracted and successfully replaced. No adverse patient effects were reported.